Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. The investigation has been performed and pump logs found occlusion alarms; however, investigation could not be completed as the cartridge was not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 474 mg/dl. Customer changed pump supplies and delivered a bolus via the pump to address bg. Customer went to the emergency room and was admitted to the hospital on 09-01-2019 for diabetic ketoacidosis (dka). Customer reported to have a headache. Healthcare provider identified ketones as dangerous. Customer was treated with intravenous insulin to lower bg. Customer switched to using pump and bg elevated. Customer was discharged on 09/03/2019 with elevated bg/dka resolved. Customer did not think there was any permanent injury. Customer alleged pump was not delivering insulin. Pump system check was performed with tandem technical support (cts) and pump was performing as expected. Customer reported to have used admelog insulin. Cts informed customer that admelog was not labeled for use with the pump.